Event description:
The patient was revised because of loosening of the tibial and femoral components. Possible abnormal reaction to cement, bone cement interface was weak.

Manufacturer narrative:
Qty 2. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.